Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen and blood in the transducer tubing. There was no harm or injury reported.

Manufacturer narrative:
User stated the balloon was placed in a patient a short time ago, and the inner lumen was clotted by the end of the case. They changed the transducer tubing, but the inner lumen did not aspirate.the esp personel explained that the inner lumen would need to be capped and labeled do not use due to risk of thrombus and there would need to be an alternate arterial source, such as an arterial line, transduced so the pump would have a pressure source.